Event description:
The biomedical tech reported during a case "water poured out of the bottom of the console and he heard crackling sounds." The console was turned off and another console used to complete the case. There were no pt implications. The console will be returned to quest for investigation.